Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'downstream occlusion' which was not reproduced. The device was able to detect the downstream occlusion during downstream occlusion detection. A review of the event history log identified multiple 'downstream occlusion' alarms. The reported condition was verified. The cause was determined to be a force sensor that was out of calibration and the sensor could not be calibrated. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.